Manufacturer narrative:
.

Event description:
A revision surgery due to fracture at the stem taper has been reported.

Event description:
Revision surgery due to broken stem with exchange of stem and third party metal ball head. Acetabular cup and inlay are left in situ and are also third party devices.